Event description:
It was reported that the device was heating during a procedure at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.